Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument was returned fractured. All pieces have not been returned. Attempts have been made and all available information has been provided.